Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation brasion was noted under the svc shock coil at 22.5-25.0cm from the distal tip. The sensing conductor etfe coating was abraded this location. This is consistent with the obsevation from the field fo noise and inappropriate hv therapy.

Event description:
It was reported that inappropriate therapy was delivered due to noise. Lead was explanted and replaced during device upgrade procedure. Patient was stable.